Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that while in the operating room the ins was showing impedance issues no matter what troubleshooting was performed. The caller believed high impedances were the issue but couldn¿t remember for sure if they were high or low. The caller stated that the healthcare provider disconnected the lead, made sure it was completely dried and looked ok, reinserted into the ins and retested but continued to see impedance issues even after increasing amplitude to 2.0v. The caller stated the lead was disconnected again, dried, reinserted, and ensured the blue tip was completely to the end and heard 2 clicks with the torque wrench, but impedances were still an issue. A new ins was used, and the impedances were resolved. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry regarding if the reported impedance issue at implant was an out of box failure and what led to it, the rep replied it was an out of box failure and noted that the customer discarded the device. The rep reported that the information had been confirmed with the health care physician (hcp). There were no further complications reported.